Event description:
It was reported that this right ventricular lead exhibited high capture thresholds, noise and high out of range shock impedance measurements. Reprogramming of the device was performed. This device remains in service. No further adverse patient effects were reported.